Event description:
It was reported that "the line stays kinked after use of the safety clamps. Therefore during use, the suction of the blood which is naturally warm causes the line's walls to stick together. 55% of catheters require the use of specific thrombolytic locks such as t aurolock urokinase, or even therasolv 100000 iu type stasis at each session, i.e. 3 times a week". The report further states, "since january 2024, 5 catheters were replaced due to complete dysfunction; 9 due to bacteremia with catheters; all of them prolonging the hospitalization, with antibiotic long-short term or even secondary local infection treatment". Additional information received states that "for all patients, there were no consequences. The devices were replaced with success. No other medical intervention. Patients are fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the line stays kinked after use of the safety clamps. Therefore, during use, the suction of the blood which is naturally warm causes the line's walls to stick together. 55% of catheters require the use of specific thrombolytic locks such as t aurolock urokinase, or even therasolv 100000 iu type stasis at each session, i.e. 3 times a week". The report further states, "since (B)(6) 2024, 5 catheters were replaced due to complete dysfunction; 9 due to bacteremia with catheters; all of them prolonging the hospitalization, with antibiotic long-short term or even secondary local infection treatment". Additional information received states that "for all patients, there were no consequences. The devices were replaced with success. No other medical intervention. Patients are fine".